Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had not vibrate when is on vibrate setting. Customer's blood glucose level was 77 mg/dl. It also stated that troubleshooting was performed. Customer was advised the pump will need to be replaced. Customer will return device for analysis

Manufacturer narrative:
The insulin pump was received with no vibration during self test due to broken vibrator motor wire (black). The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.